Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis; blood glucose was 212 mg/dl. Customer was treated with intravenous insulin drip and discharged on (B)(6) 2019 with no permanent damage. Customer was unsure of the cause but possibly stress. Customer did not allege any issues with the pump or supplies.